Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. A visual inspection of the device noted that the device was returned in used condition. The reamer handle was broken into two pieces at the tip. Material analysis is not performed as the reported device is an OEM. Medical records received and evaluation: not performed since no medical records were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been 2 other event for the lot referenced. The investigation confirmed the reported event based on the supplier's analysis. The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The coupling adaptor attachment was broken off the body of the reamer handle. There were numerous areas of surface deformation observed throughout the complaint sample in the form of scratches and dents from general use. The fracture surface of the adaptor coupling observed under magnification suggests the part failed from torsional fatigue. A comparison of the fracture surface of this complaint sample was compared with the fracture surface of a straight reamer handle fracture which was analyzed by greatbatch research, development & engineering. The comparison concluded that the same failure mode attributed to the failure in the report (torsional fatigue) is also attributed to this complaint.

Event description:
The customer has reported that the reamer handle broke into two peices during the procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer has reported that the reamer handle broke into two pieces during the procedure.